Event description:
During robotic hysterectomy, davinci fenestrated bipolar tip broke off inside the pt as the doctor was closing the vaginal cuff. Two pieces were retrieved but a third piece was not found. Fluoro images were negative. No pt harm.